Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. Investigation summary: bd received two photos, one video, and one shelf carton for investigation. The photos and video were reviewed and the indicated failure mode for sleeve leakage was observed. Functional testing was performed on ten customer samples and all samples passed testing without any issues. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, sleeve leakage occurred with an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 02-mar-2026. Investigation summary: bd received two photos, one video, and one shelf carton for investigation. The photos and video were reviewed and the indicated failure mode for sleeve leakage was observed. Functional testing was performed on ten customer samples and all samples passed testing without any issues. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, sleeve leakage occurred with an unspecified number of devices. No adverse impact was reported regarding the patient or user.